Event description:
It was reported that during a coiling procedure, strong resistance was experienced when the coil was about 10 cm into the microcatheter. The coil was removed and confirmed to have detached after removing. The physician continued with another coil and same microcatheter without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that target coil delivery wire was kinked/bent. Procedural fluid was noted within the sheath. In addition, the main coil appeared to have physically detached from the delivery wire due to a physical break at the detachment zone. The main coil was kinked/bent. Functional testing could not be performed on the returned device due to the condition in which it was returned. Follow up attempts were made to the customer to obtain additional information. Based on the information available and analysis of the returned device, as assignable cause of operational context was assigned, as it is likely that the damages were due procedural and anatomical factors, limiting the device¿s performance.

Event description:
It was reported that during a coiling procedure, strong resistance was experienced when the coil was about 10 cm into the microcatheter. The coil was removed and confirmed to have detached after removing. The physician continued with another coil and same microcatheter without clinical consequences to the patient.